Manufacturer narrative:
Evaluation summary: the surgeon stated that during the surgery, he thought there was a very mild case of metallosis. No laboratory work or tests confirmed this. No product or photos were returned, so the condition of the components is unknown. Neither surgical notes nor x-rays are returned, so component sizing and placement is unknown. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. With the information provided, an exact cause of failure cannot be determined. Evaluation: manufacturing records of the femoral head were reviewed and found conforming to specifications at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the pt's left unknown femoral head was replaced with a biolox delta option femoral head for an unknown reason. During the surgery, the surgeon thought there was a very mild case of metallosis.